Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced low blood glucose and also had motor, pump error. The customer¿s blood glucose level was 33 mg/dl and 120 mg/dl. The customer was treated with syringe. It was reported that the customer had no delivery alarm. The troubleshooting was performed and was assisted in performing a 5.0 unit fixed prime and the insulin exited. The customer was advised to change the entire infusion system. The insulin pump will not be returned for analysis.